Event description:
The customer contact reported an operator error in programming resulting in a patient death. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters or event details were provided. The customer contact reported that "an incorrect drug concentration was entered by the nurse" programming the pump and there was "no pump failure involved." During testing at the user facility, the device passed testing. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
At this time, the customer will not be returning the pump for evaluation. The device passed testing at the user facility. The customer contact indicated the event was the result of an operator error in programming the pump.